Event description:
The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the vns patient was experiencing an increase in seizures with six seizures on (B)(6) 2014. Clinic notes from (B)(6) 2014 provided patient settings. It was noted that the patient experienced seizure outbreaks with her menstrual period. Additional information was received stating that the patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. Attempts for additional relevant information were made but have been unsuccessful to date. Attempts to have the product returned for analysis were made, but the product has not been received to date.

Event description:
Analysis of the returned generator was completed. The device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. The battery shows an neos condition. There were no performance or any other type of adverse conditions found with the pulse generator.